Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 350 mg/dl with high ketones. Customer administer correction bolus to address bg. Customer went to the emergency room for elevated bg level. Customer was treated intravenously with insulin and fluids and was released from the hospital the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support and no issues were identified.